Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous pacing lead exhibited a loss of left ventricular capture associated with high pacing thresholds. Premature battery depletion was also noted secondary to high pacing outputs. Guidant received additional information that the patient had also complained of muscle stimulation.